Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this electrode was part of a system infection. Surgical intervention was performed and the electrode was explanted. No additional adverse patient effects were reported.